Event description:
It was reported that patient had a pico pump with all lights showing and not working, when replaced batteries all lights continued to show without pump working, couldn't reset the pump. Patient had pump put on in newcastle nsw on (B)(6) 2020 then traveled to another place. The malfunction was noticed on (B)(6) 2020 and patient couldn't go back to (B)(6) for pump replacement therefore there was no backup at the moment of the failure. The patient disconnected the pump from the dressing. He left the dressing in place and then proceeded to organise the replacement pump. This was done and new working pump placed on patient. There was no harm or injury to the patient.